Event description:
New information received notes that the patient remotely via merlin.net. Review of transmissions revealed that the pacemaker failed to store electrograms. No device intervention was performed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient remotely via merlin.net. Review of transmissions revealed that the pacemaker failed to store electrograms. No device intervention was performed. The patient was stable.